Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. Information from the field indicated that there was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use the recommended size delivery system for use with a 22 mm septal occluder is an 9f. A 12f sheath was used to deliver the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, the left disc of the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. A new 22mm amplatzer septal occluder was chosen and completed the procedure successfully. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The pateit was reported stable and moved back to inpatient room for observation for 3 days to monitor.